Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; it was reported that the connection to the supply bag was loose. The caregiver (cg) stated the supply bag was not connected properly. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 4 of 6 on the home choice (hc). The caregiver (cg) stated the supply bag was not connected properly. The technical service representative (tsr) informed the cg that the home patient (hp) would need to end the therapy. The cg stated the hp would restart therapy that night. The tsr assisted the cg to end the therapy and advised the hp to dispose of all the current supplies. There was patient involvement. No patient injury or medical intervention was reported.